Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney alleges the patient experienced a recurrent hernia and pain; however, no specific device failure and no medical records have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery with implant of an unspecified bard/davol composix kugel hernia patch. As reported, the "patient was not aware that her recurrent hernia and pain could have been caused by the defective mesh until they saw a television advertisement." The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney alleges the patient experienced a recurrent hernia and pain; however, no specific device failure and no medical records have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 6 months post implant of composix kugel mesh, patient was diagnosed with adhesion, hernia recurrence and abdominal pain thereby underwent repair. The instructions-for-use supplied with the device list adhesion as a possible complication. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b7, d4 (product catalog no, corporate lot no, e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery with implant of an unspecified bard/davol composix kugel hernia patch. As reported, the "patient was not aware that her recurrent hernia and pain could have been caused by the defective mesh until they saw a television advertisement." The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of composix kugel hernia patch. Per operative notes, ¿identified the hernia sac and was dissected free. A composix kugel hernia patch was placed on the fascia using sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair. Per operative notes, ¿there was extensive adhesions in the upper abdomen from previous mesh and the adhesions were taken down. A synthetic mesh was secured using protack covering the old mesh.¿ (B)(6) 2014 - patient was diagnosed with abdominal pain, small to moderated sized hiatal hernia and mild esophagitis thereby underwent biopsies with egd & colonoscopy. (B)(6) 2017 - patient visited hospital for abdominal pain. Attorney alleges that the patient had adhesions, hernia recurrence, pain, rashes, constipation, nausea, rectal bleeding, dental problems, severe headache. Fever, joint aches and pains, abnormal sweating and mrsa.